Event description:
Following a pfa af procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The procedure was completed and a post-procedure echocardiogram was done which showed no effusion; 3 hours later, the patient complained of chest pain and another echocardiogram was done which diagnosed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized and has since been discharged. It is unknown when the perforation occurred. There were no reported performance issues with any (B)(6) device. The physician does not believe the effusion was caused from any (B)(6) devices. There could be a very small possibility with the non- (B)(6) device (farawave pfa catheter manufactured by boston scientific). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".